Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of manufacturing records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited an occlusion alarm and lack of readings. They had observed elevated blood glucose levels. The cassette and infusion set were changed. After completing the change, basal insulin delivery was resumed. A finger stick test showed a current blood glucose level of 119 mg/dl. All systems are currently functioning correctly. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.